Event description:
Rep reported that surgeon suspected a problem with the valve, therefore, they opened the patient and discovered that the anit siphon device was fractured away from the valve housing.

Manufacturer narrative:
Historically for complaints of this nature, visual examinations of the returned valves have found cuts and tears in the silicone housing caused by contact with sharp instruments during a surgical procedure or bending of the silicone housing during an implant or explant procedure. Reviews of the device history records have found no discrepancies. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.